Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, occurred during a laparoscopic nissen fundoplication procedure. The device was being applied to the hiatus, to repair the hiatal hernia. The suturing device was loaded and handed to the surgeon. The surgeon put the needle through one side of the hiatus and the needle fell off. The needle and the suture were removed. Another needle reload was put onto the device and the surgeon began to use it on the hiatus. The needle broke in half. The needle fell into the cavity of the patient. The needle was retrieved from the patient and discarded. In order to resolve the issue and complete the case, opened another suturing handle and needle reload. There was no patient harm. The patient outcome is alive, no injury.